Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided upon request. It ws reported that the monovisc syringe cracked during a procedure on a patient of unknown age and demographics. There was no negative patient or user impact. The current status of the patient is unknown. The batch record was reviewed. There was no nonconformance related to the reported event in the manufacturing record. A three year retrospective review of the product retention inspection reports were reviewed. There was no nonconformances related to the reported event. A review of the stability study report was performed. The conclusion for the product stated that the product has met all required specifications and tolerances. A three year retrospective review of all nonconformances was performed. There are no nonconformances related to the reported event. The lot was manufactured and released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 the distributor reported to anika that a monovisc syringe cracked during an injection on a patient of unknown age and demographaic. The specifc component of the syringe that cracked was not reported. There was no negative patient or user impact. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 23 september 2024 the distributor reported to anika that a monovisc syringe cracked during an injection on a patient of unknown age and demographaic. The specifc component of the syringe that cracked was not reported. There was no negative patient or user impact. Additional information was solicited.